Event description:
The reporter stated that she did back to back blood glucose tests on her husband, and his readings were 51,65,102,132,103 and 199 mg/dl. The reporter said the tests had been done within ten minutes, using separate finger sticks. She stated that her husband did not have any symptoms. A control test of 132 mg/dl was in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8